Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had scratched on the screen making it harder to read and the button scroll slower. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm or verify button keypad anomaly due to buttons not responding. Insulin pump received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.